Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device malfunctioned and noticed poor quality image. The issue happened during preparation prior to an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported that the subject device malfunctioned and noticed poor quality image. The issue happened during preparation prior to an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional this supplemental report is being submitted to provide legal manufacturer¿s final investigation. Updated fields: g3, d8, d9, h2, h3, h4, h6, h10, h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: disconnection in the cable unit. A definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.